Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had pocket failure, epic orders had been flowing to the system, but the processing had taken an unusually long time. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 11-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system pocket failed and pocket push needed to be done. A technical support specialist applied knowledge article (ka) "medes: resend pocket messages (load, unload, count, etc.)" To send a pocket push for the device to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.